Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in both eyes, at the one month postoperative visit. The patient was experiencing eye irritation after being on the computer. The topical steroid drops were increased. In a follow up, the center director reported that the dlk had resolved with the treatment. There are two medical device reports associated with this event. This report is for the right eye.